Event description:
Patient had red alert on hm for shock impedance >150 ohms. Discussed with physician and patient is to be seen in clinic on (B)(6) 2021. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.